Manufacturer narrative:
The hill-rom technician found the scale patient control board and the external buzzer needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale patient control board and the external buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient positioning alarm was not loud enough. The bed was located in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number 95423.